Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. It was alleged the cartridge external o-ring was damaged after use. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because an o-ring damage in the cartridge can result in under delivery.